Event description:
A 68-yr-old male with symptomatic 2 vessel coronary artery disease and severe mitral regurgitation underwent CABG and mvr on 10/14/93. Intraoperative transesophageal echocardiogram showed normal functioning of the prosthetic mitral valve. On 10/16/93, he developed junctional rhythm followed by electromechanical dissociation and cardiac arrest. Open cardiac massage was unsuccessful and pt expired. No hemopericardium was noted. The cause of death is unknown. There is no direct evidence of valve malfunction, however, this is a theoretical possibility.